Manufacturer narrative:
(B)(4). Two devices were received for evaluation. The devices were received out of the pouch and primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the devices performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) extension sets with one-link needle-free lv connectors leaked during patient infusion. A leak was observed at the hub of the catheter; between the extension and a 24g catheter set (manufacturer unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.